Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a fluoroscopy inspection was performed and no valve anomaly was noted. The valve was deployed and did not expand correctly, despite a pre-implant balloon aortic valvuloplasty (bav) being performed using a 22 mm balloon. The valve and delivery catheter system (dcs) were withdrawn from the patient. The valve was observed outside the body and a bent strut was noted. The valve and dcs were not used and were replaced. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop23-29 (lot: 0011463828); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evprop23-29 (lot: 0011417398); product type: 0195-heart valves; implant date n/a; explant date n/a product analysis: upon receipt of the suspect complaint device in original packaging and jar filled with clear solution at medtronic¿s quality laboratory, visual analysis showed the valve appeared discolored with evidence of blood contact. All leaflets were flexible and intact. Leaflets 1 and 2 were partially open. Leaflet 3 was in the closed position. All commissures were intact. A bent strut was observed on frame cell c117 of the outflow crown. Due to the received condition, a deployment simulation could not be performed to evaluate against the reported allegation of frame expansion. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. In this event, a post-implant balloon aortic valvuloplasty (bav) was not reported for the under expanded valve. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. Valve under expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Loading of the valve is a process in which the outcome is highly depend ent on the operator experience and technique; the IFU contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading and to aid in accurate placement of the valve frame paddles during loading. The IFU instructs to visually and tactilely inspect the capsule for a misloaded bioprosthesis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.